Event description:
Customer reported damage to the pump housing near the usb port, which resulted in a sharp piece sticking out and cutting the customer's finger. There was no adverse impact to the customer¿s blood glucose level. Customer was advised that the damage was cosmetic and did not affect the pump functionality, but a replacement pump was approved and sent due to the incident. Customer will continue using the current pump until the replacement is received and has been instructed on the return process.